Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) provided the following information: lead was explanted due to noise and high pacing impedance of greater than 2000 ohms. No adverse patient events were reported. Should additional information be received, this file will be updated.